Event description:
A total reports of events associated with automatic endoscope reprocessor. The events concern inadvertent contact, spills or leaks of any cidex family products. Also, temperature light not lit events are addressed.

Manufacturer narrative:
Catalog# 20301: events, catalog# aer387: events, catalog# 20301-901: 1 event. A total reports of adverse events associated with automatic endoscope reprocessors. The predominant event type is spillage or leakage of cidex or cidex opa. All reported events were identified from a retrospective review of complaints received from 2006 to 2008.